Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the blood glucose monitor was displaying low blood glucose results while the patient was experiencing hyperglycemia. On (B)(6) 2021, the patient's blood glucose result was 49 mg/dl at 7:30 a.m. The patient experienced symptoms of a headache, very high heart rate, dizziness, and could not breathe. The patient's mother transported her to the hospital at 8:00 a.m. The blood glucose result at the hospital was 580 mg/dl. At an unknown time, the patient's blood glucose result was 73 mg/dl on the patient's blood glucose monitor. The patient was treated with a brine. The information about other medical treatment was not provided. The patient was hospitalized for one day.